Event description:
It was reported the procedure was being performed in the ultrasound department. During insertion, the patient got a pneumothorax (bloody return) after draining the fluid. The physician feels the catheter must have hit the patient's lung. He also added there could have been a tumor. This information was provided second hand from a non-inserting physician.

Manufacturer narrative:
(B)(4). The device was discarded.